Event description:
The customer reported having an urgent care visit due to high blood glucose of 412mg/dl. The customer also reported having a bad cold. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was bent. The caller mentioned that his site was bleeding, but it does not happen all the time. The customer called back and stated that his blood glucose was 209mg/dl in the morning, and then it went up to 412mg/dl when he was at the doctor's office. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.